Event description:
Dr. Reported via our sales rep, that he was conducting a surgery procedure. During surgery, he noted that the selfholding-mechanism is out of function. The blocker is always fallen down. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.